Event description:
Baby was admitted for seizures and fever and was later diagnosed with meningitis, secondary hydrocephalus, and left hemiplegia. On 2/13/96, after a feeding tube was placed, when the stylet was removed, the hub of the stylet separated from the wire. The nurse was able to immediately retrieve the wire from the feeding tube. No harm was done to the pt. The rest of the lots were pulled out of service.